Event description:
Customer reported damage to the pump housing around the usb port, which affected the ability to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support will replace the pump, and the customer will continue to use the current pump as a backup therapy to ensure insulin delivery is not interrupted.